Event description:
Zoll pacer/defibrillator (non-invasive) was being utilized for elective cardioversion in the coronary carg unit. Jelled pads were applied to patients skin by nurse. Patient was cardioverted by physician times three (100-200-300 joules respectively) defibrillator pad site on patients anterior chest and back were reddened markedly. Defibrillator itself was checked by biomedical engineer. Pads were disposed of by staff after procedure. Suspect defective jelled padsinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.